Event description:
It was reported that an instrument tray was returned. When going through the instruments, noticed a broken revision driver draw rod tip.

Manufacturer narrative:
Method: no manufacturing issues were found for this lot number. Visual inspection performed on device returned. Results: the returned instrument was visually inspected and the distal tip was confirmed to be fractured in a mechanism consistent with torsional overload. The broken fragment was not returned. Conclusion: the likely mode was torsional overload as examined visually. The cause is not determined, multi-factorial.

Event description:
It was reported that an instrument tray was returned. When going through the instruments, noticed a broken revision driver draw rod tip.